Event description:
The customer reported that the system's c-arm drive was not functioning and the collimator would not elevate. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors on the power relay board were reseated. The system was tested and found to be working as intended and put back into service.